Event description:
A malfunction was reported on the pump, identified by malfunction code 199 as noted in tandem source. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.